Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there were high pressure alarm messages. A functional check was performed and the reported issue was able to be confirmed. The pump was found to be double "beeping" message after power up during the investigation. It was recommended that the downstream occlusion sensor be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump was continuously beeping. There was no reported adverse event.